Manufacturer narrative:
Follow up (B)(6). The sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. No problems were detected in the production history of the instrument or its components including the tension rod. Most likely excessive stress was exerted on the instrument. On 04dec2019 a destructive tensile strength test was performed on the tension rod lz200020. None of the tension rods failed before being exposed to a tensile load of more than 85 kg, the joints remained undamaged and the locking pins were sheared off as in this case. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. H3 other text : see h10.

Event description:
Via email: insert: lat-0536-dg20 broke off in patient, case on (B)(6) 2019. Did x-ray, did not find anything significant. No patient injury. 18dec2019 additional information: 1. What was the procedure that was being performed? Robotic hysterectomy. 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Pin holding the working element together, fell into the abdomen. X-ray was taken, nothing was found. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, x-ray was taken. 4. What was the patient¿s outcome? Good, to or staffs knowledge. Have not followed up with doctor regarding this. 5. Was the procedure completed as planned? Procedure was completed as planned. 6. Can you please send all parts of the instrument for evaluation? Yes sent shipped instrument back yesterday 12/16/2019 with your return label.

Manufacturer narrative:
(B)(4) on (B)(6) 2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Broke off in patient, case on (B)(6) 2019, did x-ray, did not find anything significant. No patient injury. (B)(6) 2019 additional information: what was the procedure that was being performed? Robotic hysterectomy. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? Pin holding the working element together, fell into the abdomen. X-ray was taken, nothing was found. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, x-ray was taken. What was the patient¿s outcome? Good, to or staff knowledge. Have not followed up with doctor regarding this. Was the procedure completed as planned? Procedure was completed as planned. Can you please send all parts of the instrument for evaluation? Yes shipped instrument back yesterday (B)(6) 2019 with your return label. Do you have the lot number? I could not find the lot number on the insert. This was purchased in (B)(6) 2019. No further information available.